Event description:
A customer reported during a cataract procedure, the surgeon pressed on the footswitch to start the phacoemulsification and noticed white smoke inside of the eye as the occlusion bell sounded. The surgeon removed the tip from the eye and noticed the patient had a mild wound burn. The tip was exchanged and the procedure was completed. A suture was used to close the incision.

Manufacturer narrative:
The file was reviewed by a clinical analyst. A customer reported when the surgeon inserted phaco tip into the patient's eye and stepped on pedal to start to sculpt the lens. The surgeon immediately noticed white smoke (similar to a soft white cataract) inside of eye with phaco alarming that tip was occluded. The surgeon removed the phaco tip from the eye and noticed that the incision had a mild would burn. The phaco tip was changed and the procedure was continued. A 10-0 nylon suture was used to close the incision. The system operators manual states that failure to sufficiently aspirate viscoelastic prior to using power may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. While the system is equipped with visual and audible warning signals to alert the user of an occlusion; the surgeon must recognize the signal and manually stop delivery of ultrasonic energy. The customer did not request service. There was no sample for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints did not indicate any additional similar reports for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to tissues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).